Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated it was ¿like the stimulation wasn¿t working.¿ there was no accident or incident related to the complaint. The patient¿s symptoms started showing up in (B)(6) 2014 and ¿gradually¿ got worse. They noticed ¿little changes, nothing big as symptoms.¿ the patient believed the lead had migrated. The patient went to the healthcare provider (hcp) and they did an x-ray to see if the lead had moved, but the patient did not have any results. It was noted the hcp reportedly did not seem to think the lead had moved. The patient met with the hcp on (B)(6) 2014 and they tried to do ¿some adjusting¿ with the clinician programmer and also used the patient¿s programmer because ¿something seemed to be wrong with the patient¿s programmer.¿ the hcp had trouble getting it to coordinate with the patient programmer so the hcp set it on a different program with the clinician programmer. It was unclear what the exact issue with the programmer was. Stimulation had to be decreased because it was stimulating the patient in the back and they did not need it. The patient decreased stimulation with their programmer to where they could not feel it, but stimulation was still on at a low setting. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0b0xx, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received indicated that both the lead and implantable neurostimulator (ins) were replaced on (B)(6) 2014. It was noted the ins was replaced due to normal battery depletion. An anterior-posterior x-ray was taken and the lead migration was confirmed as it was noted to have moved in, rather than out. The patient was not getting any benefit and the cause of the migration was unknown, as the patient had not had any falls. The lead placement of the new lead was good. After a couple of programming adjustments following the surgery, the patient was receiving good therapy and doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0b0xx, implanted: (B)(6) 2013, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the patient was to have another implant due to lead migration. A little more than a week later it was noted the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. A second surgery on (B)(6) 2014 was noted. A few days later, it was stated the cause of the event was programming issues, per the healthcare provider. Stimulation had to be moved by trying other programs. It was noted the patient needed basic programming instructions as well. No hospitalization was required. A second follow up report will be sent if additional information is received.

Event description:
Additional information received reported that after the patient's symptom return, the doctor checked the system and stated that the device was not working. The patient's leads had migrated and the patient was very small, (B)(6) pounds, so that was why the lead wires migrated. The patient also had stimulation in the wrong location prior to the replacement.